Manufacturer narrative:
The device was evaluated by ventec where it was observed that the ventilator was unable to maintain both peep (positive end expiratory pressure) and its exhaled tidal volume (vte) levels. During testing, peep would periodically drop from 10 cmh2o to 8 cmh2o and the device's vte levels would drop from ranging between 485 - 512 to 400 - 420 ml (low). These observed issues likely contributed to the patient's reported discomfort while on the device, as well as the reported breath cycling issue. Ventec replaced the internal flow transducer (ift) to resolve the reported and observed issues. Proper device operation was then observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Event description:
It was reported to ventec that a patient was not able to breathe comfortably while on the device. The reporter further advised that the device did not appear to be cycling breaths correctly. There was no patient harm as a result of the reported issue. The patient, who requires invasive ventilation, was placed on her other vocsn ventilator for support. Ventec requested additional details about the patient, however, no further information was provided.